Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered two shocks, and electrogram (egm) review was requested. Upon review, fast ventricular rhythms were treated in the ventricular fibrillation (vf) zone and anti-tachycardia pacing (atp) was delivered, diverting the second shock. The rhythm returned, the device began to charge, and the committed shock was delivered after the rhythm broke spontaneously. Technical services (ts) explained that shock cannot be diverted twice in a row, thus the second shock was delivered. This phenomenon occurred twice, and was indicative of the device operating as programmed. This ICD system remains in service. No additional adverse patient effects were reported.